Event description:
Blood was coming out of the clear hemostasis valve with the guidewire and 6" sheath in place. The balloon was not through the sheath. On 2/26/97, datascope was notified that the hemostasis valve and iab were discarded by the facility and would not be returned for evaluation. Event complications: unk - reported 10/30/96. Patient's current status: unk - rpt'd 10/30/96.